Manufacturer narrative:
Although requested, additional information has not been received as of the submission date of this report. This report is for two unknown 4.5mm cortex screws. Part and lot numbers were not provided by reporter. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two broken unknown 4.5mm cortex screws and pelvic fracture nonunion were discovered postoperatively on an unknown date. It is unknown when the screws were implanted or when revision surgery may be performed. This report is for two unknown 4.5mm cortex screws. This report is 1 of 1 for (B)(4).